Event description:
A hospital reported to our distributor that the circuit assembly of rt227 infant breathing circuit was not consistent. Two were found with unconnected pressure lines, the other one with pressure line inserted, but not fully connected. This was found prior to use. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in the USA but it is similar to a product which is sold in the USA. An investigation will be carried out once we receive the complaint device. Results: no results to date. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusion: no conclusion can be provided at this time.